Manufacturer narrative:
The t:slim x2 with ciq technology user guide states: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer also reported using cartridge for five days. Tandem customer technical support informed customer that is off-label per the user guide. During system check with tandem technical support, it was confirmed that the occlusion was related to blockage in the cartridge. Customer changed the cartridge to address the occlusion alarm and successfully resumed insulin. Customer's blood glucose level ranged from 200-300 mg/dl.